Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with an optrell mapping catheter with trueref technology and an issue of clot/coagulum on the catheter was encountered. It was reported that the optrell mapping catheter with trueref technology intermittently flickered in and out on the carto 3 system. They pulled the sheath back and the issue persisted. They maneuvered the optrell mapping catheter with trueref technology around and the issue was unresolved. They were almost done mapping and about to start ablation. The procedure continued. The system lagged while taking points and moving the map on the carto 3 system. They stopped taking as many points and deleted some of the points on the carto 3 system. The procedure continued. The system did not present any error messages. Then the physician saw what appeared to be a thrombus on intracardiac ultrasound so he removed the catheter and cleaned it with heparinized saline. There were no issues related to temperature and flow on the catheter. The patient was receiving heparin however an activated clotting time (act) of >300 had not been confirmed when the optrell mapping catheter with trueref technology was inserted. The patient has not exhibited any neurological symptoms since the procedure was completed. The clot/coagulum was discovered on the catheter; it was located on the trellis portion of the optrell mapping catheter with trueref technology. The customer¿s reported visualization issue is not MDR reportable since the most likely consequence is an intraprocedural delay . The potential risk that it could cause or contribute to a serious injury or death is remote. This event is MDR reportable for the clot/coagulum issue.

Manufacturer narrative:
Device investigation details: a picture was received from the customer for evaluation and evaluation has been performed following biosense webster's procedures. According to pictures provided by the customer, the tip was observed with blood residues (i.e., thrombus, clot) on it. The photo does not provide sufficient information related to the visualization reported event and therefore no result can be obtained from it. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with an optrell mapping catheter with trueref technology and an issue of clot/coagulum on the catheter was encountered. It was reported that the optrell mapping catheter with trueref technology intermittently flickered in and out on the carto 3 system. They pulled the sheath back and the issue persisted. They maneuvered the optrell mapping catheter with trueref technology around and the issue was unresolved. They were almost done mapping and about to start ablation. The procedure continued. The system lagged while taking points and moving the map on the carto 3 system. They stopped taking as many points and deleted some of the points on the carto 3 system. The procedure continued. The system did not present any error messages. Then the physician saw what appeared to be a thrombus on intracardiac ultrasound so he removed the catheter and cleaned it with heparinized saline. There were no issues related to temperature and flow on the catheter. The patient was receiving heparin however an activated clotting time (act) of >300 had not been confirmed when the optrell mapping catheter with trueref technology was inserted. The patient has not exhibited any neurological symptoms since the procedure was completed. The clot/coagulum was discovered on the catheter; it was located on the trellis portion of the optrell mapping catheter with trueref technology. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection, magnetic sensor functionality test, and patency test were performed on the returned device in accordance with bwi procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. However, the decontamination site reported a thrombus/clot attached to the tip of the device. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly; no magnetic issues were observed. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The thrombus/clot issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported visualization issue. Investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to thrombus/clot. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4), corrections: on 31-aug-2022, it was discovered that the complaint device had been received on 25-aug-2022. As such, incorrect information related to the complaint device return status was reported in the 3500a initial medwatch and other information inadvertently omitted. In field h10. Additional manufacturer narrative, the following statement was incorrectly reported ¿since no device has been received, analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint.¿ what should have been reported is ¿on 25-aug-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿ as such, the following fields have now been updated appropriately on this report: in field d9. Device available for evaluation? - was reported as ¿no but it should have been yes. In field d9. Date device returned to manufacturer - was left blank but should have been populated with 8/25/2022. In field d9. Is device returned to manufacturer? - was left blank but it should have been check marked. In field h3. Device evaluated by manufacturer? Was reported as ¿not returned to manufacturer¿, it should have been ¿no¿ in field h3. Reason for non- evaluation was left blank, it should have been reported as ¿other¿.